Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 32x2.25mm promus premier stent was advanced to the lesion however difficulty was encountered. The device was removed from the patient and it was found out that the stent struts were lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were bent back and lifted stent struts on the proximal end of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 32x2.25mm promus premier¿ stent was advanced to the lesion however difficulty was encountered. The device was removed from the patient and it was found out that the stent struts were lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.